Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd tubes weren't filling correctly when used with the bd vacutainer® winged safety push button blood collection sets with tubing and luer adapter. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and it was evident that the blood collection tubes were not completely filled using the incident acquisition product. Additionally, evaluation/testing of the customer pbbcs samples was performed and no issues were observed relating to the connection with or filling of the tubes. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, it was observed that the tubes had not been completely filled using the incident acquisition product. Additionally, evaluation/testing of the customer samples was conducted and no issues were observed with the acquisition device. Based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd tubes weren't filling correctly when used with the bd vacutainer winged safety push button blood collection sets with tubing and luer adapter. There was no report of exposure, injury, or medical intervention.